Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 13, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting an unspecified error message. The patient reported that the alleged issue began at 9pm on (B) (6) 2009. As a result of the issue, the patient denied taking any action regarding her diabetes management; however, claimed she became stressed immediately after the issue began. The patient denied receiving medical treatment. The customer care advocate noted that the alleged issue remained unresolved at the time of troubleshooting. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved.